Manufacturer narrative:
Concomitant medical devices: 0184 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead was implanted with high thresholds and now post-op the patient experienced phrenic nerve/diaphragmatic stimulation on all vectors. It was also noted that the patient developed diaphragmatic stimulation while in different positions, laying down and sitting. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.